Manufacturer narrative:
(B)(4). The device was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was reportedly non-functional. No additional information received from the field representative. The patient underwent a surgical procedure where this device was explanted. This pacemaker is no longer in service. No additional adverse patient effects were reported.